Event description:
It was reported that the customer was hospitalized with high blood glucose levels. The caller stated that the insulin pump was alarming no delivery, and the doctor would like for someone to go to the hospital to troubleshoot. Advised the caller that troubleshooting is conducted over the phone. The caller did not have the insulin pump with her at the time of the call, and stated she would have the customer call in. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.